Event description:
It was reported to philips that the device was unable to obtain a 12 lead ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. An authorized field service engineer (fse) was dispatched to the customer site and the reported issue could not be confirmed. The fse performed diagnostics, inspected all cables/connections, reviewed the error logs, and no issues were found. Additionally, the fse attached the unit to a patient analyzer and was able to obtain a 12 lead reading. The fse was unable to reproduce the reported problem. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.